Event description:
A pharmacy technician was preparing (tpn) product, under sterile conditions, to add solutions to an empty exactamix 250 ml eva container. The container was found to have all 3 ports on the outside of the bag, as opposed to being on the inside for filling of solutions. Affected product has been removed from pt care preparation.